Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have a scratched main tube. The scratches measured approximately 0.1280¿-0.1515" in length and were axially aligned with the main tube. The outer coating at the scratch marks was missing and not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the surgeon saw a gray piece of plastic in the patient's abdomen. The customer removed the plastic piece during the same surgical procedure. Upon checking the vessel sealer extend (vse) instrument, a chip was observed on the instrument's shaft. The vse instrument was removed and a new one was opened. The surgeon checked the patient's abdomen and no more plastic pieces were found. There were no significant arm collisions during the case. No additional information is available regarding this incident. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.